Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 05/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device, inspected under magnification, reveal that the complaint lens was received cut in half with the two halves stuck together. The lens showed no issues that would have contributed to the complaint event. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue "hm-blurry vision" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye as the overall vision was blurry and hazy. The lens was explanted in a secondary procedure and replaced with a non jnj lens. It is assumed that the patient's daily activities are affected, since patient complained of blurry vision. There was no patient injury. There was no medical/surgical intervention required. There was no use error. The patient is doing well. No other information is available.

Manufacturer narrative:
Section a3b:unknown/not provided the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.